Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported "left side rupture and capsular contracture" grade unknown. Device has been explanted.

Event description:
Patient reported "left side rupture and capsular contracture" grade unknown. Device has been explanted.

Event description:
Patient reported "left side rupture and capsular contracture" grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red, white encapsulation and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.